Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted the lead was thoroughly analyzed. No cuts, tears, blood ingression, damage or anomalies could be attributed to the complaint at this time. (B)(4).

Event description:
It was reported that prior to implant, it was noted that the right ventricular (rv) lead exhibited insulation damage between the end of the distal coil and the rv pacing electrode. The lead was not used. No patient complications have been reported as a result of this event.